Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/08/2013 with the following findings: there is a crack at the top battery compartment. Unrelated to the complaint, a dim pink display screen is found. Pump cover is removed to take away a bad display screen and complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and dim display screen.this report is made based on the results of an investigation completed on 11/08/2013.